Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted at mako surgical. A supplemental report will be filed when additional results are obtained.

Event description:
The surgeon was performing a total hip procedure using the robotic arm interactive orthopedic system (rio) and restoris pst total hip implant system. During the case, the surgeon had difficulty with registration, which had to be repeated numerous times before a successful registration was performed. The surgeon chose to impact the acetabular cup manually and the case was successful, however it took an additional 60 minutes to complete.